Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was bloodon the proximal conductor of the lead, and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had significant tricuspid regurgitation at the time of the initial implant. The right ventricular (rv) lead dislodged the night after the implant surgery. The physician replaced the implantable pacing rv lead with an implantable tachy rv lead "to provide greater stability." No patient complications have been reported as a result of this event.